Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurement had been gradually rising over time. Subsequently a revision procedure was performed where the rv lead was surgically abandoned. The ICD remains in service. No additional adverse patient effects were reported.